Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device in the left femoral artery was pulled back into the aorta. This pump was removed through the 14 fr peel away sheath that was still in place from initial insertion. A new 14 fr x 25 cm sheath was inserted into the left femoral artery and a new impella cp was placed. It was reported that the patient survived the procedure.